Event description:
It was reported that the patient began experiencing chest pain on (B)(6) 2010. The atrial lead exhibited high capture threshold of 4 v. An echocardiogram found a small pericardial effusion, caused by cardiac perforation from the atrial lead. The lead was explanted and replaced; the patient remained stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.